Event description:
Hcp reported pt stimulation was so strong that it caused the pt to fall down the stairs. MFR rep reprogrammed the pt twice and then suggested the pt have the battery replaced. The spinal cord stimulator was turned off interim to replacement date. Pt outcome is pending. No report of device explantation on the date of this report.